Event description:
It was reported that (1) device was used during an hernia repair. It was reported by the rep the surgeon inserted the 35ol trocar. After pulling it out, the tip was not visible. The surgeon attemtped to retrieve the tip, but could not locate it. The c-arm was brought in to image the pt. The tip could not be found. The trocar had been reprocessed at the hospital. The case was completed, but no tip could be found. The tip is possibly still in the pt. 08/16/2000 the rep reported the product will not be returned. The trocar was resterilized by an external processing co, and they took the product from the hospital before the rep arrived.